Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-nov-2024. Investigation summary: bd received 79 samples for investigation. Out of these, 20 samples underwent functional tests for low or no draw, and all tubes were found to be within specification. Additionally, 20 retained samples were also subjected to functional tests, with all tubes meeting specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes underfilled. There was no health impact or consequence reported.